Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The nurse stated that the customer only changes the infusion set once a week, and also reported that the customer had not been bolusing with her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.